Event description:
Complainant alleged that the clinician was attempting to defibrillate a 60 year old male pt in cardiac arrest. The complainant indicate that the staff delivered one 200 joule shock, but on their second attempt to defibrillate the pt at 300 joules, the clinicians believed that the device did not discharge because the pt's body did not jump when the shock was administered. The staff was able to obtain another device to defibrillate the pt. The complainant indicated that the pt had already expired when he was brought into the facility, and the clinicians were attempting a "last ditch effort" to resuscitate him when the reported malfunction occurred.